Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ quincke 20 gauge 6 inch long spinal needle, there was no label. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No samples were received as evidence for the complaint. Evidence provided were photos. A review of the device history record was completed for lot # 8108627. This product was manufactured from 23apr2018 to 24apr2018 on tic machine 4 under catalog number 700006001 (needle spinal 6 in quincke) lot 8106995, (B)(4). The lot comprises a total of four manufacturing shifts. In process inspections were performed at shift start up on 16 samples and every 4 hours on 8 samples (2 samples per cavity) including cannula visual characteristics and functional inspections per product specification. Final inspections were found in compliance with requirements. Bd was able to confirm the customers indicated failure mode with the photo. The most probable cause of the missing label in the shelf carton is related to jams at capmatic machine. Preventative maintenance on the machine were conducted as per schedule. Review of instrument calibrations documented on the in process and final quality records were found within their calibration due date. Based on the nature of the semi-manual packaging process, a missing label can be possible. Bd juncos will continue monitoring the complaints regarding missing labels and notification of the incident was shared with the packing personnel as an awareness mechanism.

Event description:
It was reported that before use of the bd quincke 20 gauge 6 inch long spinal needle, there was no label. There was no report of exposure, serious injury or medical intervention.